Manufacturer narrative:
A direct correlation between the device and the reported gastrointestinal (gi) bleeding could not be determined through this evaluation. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 4 years. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient was admitted on (B)(6) 2017 through (B)(6) 2017 due to gastrointestinal bleed. On admission, hemaglobin (hgb) was 5.9. Upper endoscopy was performed and clip placed in mid jejunum. The patient was transfused with 3 units of packed red blood cells. On discharge, hgb was 8.3 and hgb was 10.6 on (B)(6) 2017. Lvad team will continue to follow. No additional information was provided.